Manufacturer narrative:
Discordant positive weak d(rh1) antigen results for one donor and one patient. The root-cause of the discordant positive weak d(rh1) antigen typing results obtained by the customer on (B)(6) 2020 could not be confirmed although it could not be excluded to be analyzer-related, due to the carry-over of a high titer anti-a antibody into the weak d tests. Incorrect sample preparation conditions (excessive centrifugation and use of 0.8% red cell diluent instead of isotonic saline) may have been contributing to this issue. No biased result was reported to a physician. The donor and the patient were not harmed. (B)(4).

Event description:
A customer complained after obtaining what was described as discordant weak d(rh1) antigen typing results for one patient and one donor using the ortho biovue system in conjunction with their ortho vision max biovue analyzer. Complainant/complaint reporter: (B)(6) ¿ lead technician. Event dates: (B)(6) 2020 reported on: (B)(6) 2020 by mrs (B)(6) to orthocare helpdesk. Reagents: ortho biovue system ahg anti-igg cassette lot igc077h expiry date 14 november 2020. Ortho sera anti-d(iat) lot v216330 expiry date 21 february 2022. 0.8% red cell diluent lot rcd938a expiry date 15 april 2021. 0.8% red cell diluent lot rcd926a expiry date 03 december 2020. Software version: (B)(4). Patient/donor information: not provided. The customer reported that on 10 august 2020, they had tested a donor sample for weak d(rh1) typing using ortho sera anti-d(iat) lot v216330, 0.8% red cell diluent lot rcd938a and ortho biovue system ahg anti-igg cassette lot igc077h in conjunction with their ortho vision max biovue analyzer and that they had obtained a positive reaction (1+ reaction strength). The customer reported they were expecting a negative reaction. No further detail was provided. The customer reported that on the same day, they had re-tested the same sample for weak d(rh1) typing using the same reagents and analyzer and that they had obtained the expected negative reaction. The customer reported that on (B)(6) 2020, they had tested a patient sample for weak d(rh1) typing using the same reagents and analyzer and that they had obtained a positive reaction (1+ reaction strength). The customer reported they were expecting a negative reaction. No further detail was provided. The customer reported that on the same day, they had re-tested the same sample for weak d(rh1) typing using the same reagents and analyzer and that they had obtained a positive reaction (0.5+ reaction strength). The customer reported that on the same day, they had tested the same sample for weak d(rh1) typing using the same lots of ortho sera anti-d(iat) and of ortho biovue system ahg anti-igg cassette but a different lot of 0.8% red cell diluent (lot rcd926a) in conjunction with their ortho vision max biovue analyzer and that they had obtained the expected negative reaction. The customer reported that no biased result had been reported to a physician. The customer reported that the donor and the patient had not been harmed as a result of the reported events.